Event description:
The customer observed positively biased vitros rubg results for a single proficiency sample processed on a vitros eciq system. If this occurred on pt samples, biased results of the direction and magnitude observed could lead to inappropriate physician action. Pt samples were not affected. There was no report of pt harm as a result of this event. (B) (4).

Manufacturer narrative:
The investigation found no evidence to indicate that the vitros rubg reagent or the vitros eciq system did not operate as intended. The investigation determined that the positively biased vitros rubg result was confined to a single proficiency fluid sample processed on (B) (6) 2009. Quality control results were acceptable at the time. The customer re-processed the same proficiency fluid sample on (B) (6) 2009 with expected results. The root cause of this event is unk, however, user error due to pre-analytical sample mix-up or the proficiency fluid itself cannot be ruled out.